Event description:
The peripheral screws completely disassociated from the glenoid baseplate, even with the glenosphere intact. There was significant bone loss on the glenoid, and the micromotion from the baseplate & screws "rocking" left uncontained defects in the glenoid. There was metallosis around the implants and osteolysis around the humeral cup. Revision surgery occurred.

Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the reported event. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
The peripheral screws completely disassociated from the glenoid baseplate, even with the glenosphere intact. There was significant bone loss on the glenoid, and the micromotion from the baseplate & screws "rocking" left uncontained defects in the glenoid. There was metallosis around the implants and osteolysis around the humeral cup. Revision surgery occurred.